Event description:
Event description cpi received information that after the implant procedure, while the patient was in a holding area, the patient experienced ventricular loss of capture. This selute picotip lead was removed from service and an active fix lead was implanted.